Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet system experienced a connection loss between the dexcom g7 sensor and the ilet, after which the agent had the user re-enter the dexcom code and power-cycle the ilet, resulting in reconnection after approximately ten minutes and no impact to blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with the user regarding sensor pairing and device restart. Investigation of this case revealed a transient signal loss with the responsible device not identified, which resolved after re-entry of the sensor code and ilet restart. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication interruption.